Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a excessive no delivery alarm on insulin pump. The customer's blood glucose level was 452 mg/dl. The customer had change out infusion set, manually prime the insulin pump and able to do it successfully. The customer stated that she received a replacement pump and assisted her how to program bolus wizard settings. The customer was then able to bolus and correct. No further assistance was provided.